Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 200 units of insulin, and the insulin gauge displayed 85 units. Subsequently, the customer used a non-tandem syringe to fill the cartridge with insulin. Review of the pump data logs by tandem technical support showed that the pump was functioning as intended. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 181-202 (mg/dl).